Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 instrument, and identified the failure mode as a leaking sample probe as a result of a stripped t-valve. The fse replaced the t valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results generated for bun (blood urea nitrogen) on their unicel® dxc 600 instrument. The erroneous patient results were reported out of laboratory, and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data, or patient demographics.